Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed. Device not returned.

Event description:
It was reported that the tip of the large pointer was broken off during testing or set up prior to a craniotomy procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was broken off during testing or set up prior to a craniotomy procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.